Event description:
It was reported that during a lap cholecystectomy, the clip applier when applied was scissoring the clips on the artery and duct. They opened a new er320 to finish the case. No pt consequence.